Event description:
According to report received, the device was in use with pt and the cuff leaked which caused the attached ventilator to alarm. According to report, the attending nurse tried to inflate the cuff but a seal of pt trachea could not be obtained. The product was removed from use and pt received orotracheal tube as a replacement. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.